Event description:
The customer reported intermittent system errors which prohibited fluoroscopic functionality and required a reboot. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hand switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.